Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on three of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a blood leak that occurred approximately sixty to ninety minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was observed leaking externally near the connection point of the clic blood chamber to the dialyzer, on the outside wall of the clic blood chamber¿s threading. The clic blood chamber was discarded in a biohazard bin before it was closely examined, and it was unknown if there was any damage on the device. The cm reported that the blood chamber was screwed-on tightly during the set up. However, when the device was unscrewed from the dialyzer, the staff noticed that the connection had loosened. The cm stated there were no machine alarms, and there were no observed leaks during the priming phase. The patient was dialyzing on a fresenius 2008t machine and utilizing an optiflux 180nre dialyzer with combi set bloodlines. The dialyzer was also discarded, and a lot number for the product could not be provided. There was no reported damage identified on the dialyzer. After the blood leak was observed, the patient¿s treatment was discontinued and their blood was not returned. The estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. No samples are available to be returned for manufacturer evaluation.